Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year-old female patient, the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that there was a clear ECG signal via electrode pads, however as soon as the device is switched to pacing mode the ECG is "lost". It was stated by the customer that the ECG leads were not connected to the device until after the device had a pacing issue, and once the ECG cable was connected to the device and the patient the device displayed the ECG signal via leads. The device is not cabable of obtaining the ECG signal via electrode pads and pacing the patient at the same time. An ECG cable is required to obtain the ECG signal via leads so that the on demand pacing feature can be administered via electrode pads. It's important to note that even though the "on demand" pacing feature requires a high quaility ECG signal via leads, since pads were attached this device was capable of "fixed" pacing where the device provides pacer pulses at set intervals. Analysis of reports of this type has not identified an increase in trend.